Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16460444 / 16460444.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a full spinal cord stimulator (scs) system replacement procedure. The patient was doing well post-operatively. Explanted ipg and leads will not be returned.